Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. Patient symptoms or condition were not reported.

Event description:
New information noted that patient did not have any symptoms or consequences as a result of the event.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal range of operation, with signs of rapid depletion. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes that following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no consequences througout the event.